Event description:
The complainant noticed a hole in the balloon after the tube fell out. The tube fell out of the pt the day following the device date of insertion. The tube was inserted in 2008.

Manufacturer narrative:
The lab report indicated that the complaint of balloon rupture was confirmed. The tube failed the balloon leakage test due to the hole in the balloon. Abbott standard procedure includes attempting to obtain all required info from the source.